Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator s-ICD and associated electrode have been removed following a post-implant infection. No further adverse effects were reported and no info provided on a replacement system. Neither product is expected to be returned.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete, this investigation will be updated should further info be provided.